Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in the emergency room and a remote transmission was processed due to shock by the implantable cardioverter defibrillator. A review of the information showed the patient received shock therapy after anti-tachycardia pacing (atp) therapy was unsuccessful. It was also reported there appeared to be two shocks and atp therapy for possible atrial tachycardia/atrial fibrillation with rapid ventricular response. It was noted the patient did not take blood pressure medication on the day of this event. A request for additional information was made but not received. The device remains in use and no further patient complications have been reported as a result of this event.